Event description:
It was reported that the patient experienced increased pacing rate and chest heaviness while riding in a car on rough roads and also while on a riding lawnmower. The device's activity thresholds were adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.